Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient stated the cgm was 40 mg/dl while the bg was 227 mg/dl. The patient reportedly had kidney disease due to the discrepancy in readings. The initial call was disconnect and when follow up contact was made with the patient, the patient refused to provide further event information. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.